Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) with rapid conduction. The device labeled the episode as ventricular fibrillation (vf) and supra ventricular tachycardia (svt). Afterwards, t-wave oversensing (twos) with double counting led to more therapy. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 407645 lead, implanted: (B)(6) 2010. (B)(4).